Event description:
The customer reported that after 2 hours of use, the system stopped working. After inspecting the device, it was found that part of the active waveguide had disengaged and the piece was located on the surgical drape. Nothing fell into the pt cavity and there was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.